Manufacturer narrative:
Only the charger was returned for evaluation. There was no evidence of fire on the charger. Per the device history record, the returned charger was not original to the device. The returned charger was not supplied by pride, inventoried, or tested for use with the model of record.

Event description:
Consumer alleges that she put the charger on the footplate to charge and a few minutes later she alleges she saw flames and put out the fire.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Consumer alleges that she put the charger on the footplate to charge and a few minutes later she alleges she saw flames and put out the fire.